Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Upon scheduled f/u, the physician interrogated the ICD through telemetry and observed a message stating that the ICD parameters had been reset to their nominal values (safety values). The physician had to re-program the ICD parameters to their former values (which had to be obtained from another f/u center).

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Method, code: analysis of electronic records and files. (B)(4).